Manufacturer narrative:
Additional review of this event has determined that there was no hazard present. There was no indication of the display detaching or falling. This event is not reportable.

Manufacturer narrative:
A ge healthcare service representative performed a checkout of the system and confirmed the reported issue. The mounting hardware was tightened to resolve the reported issue.

Event description:
The hospital reported that, display mount is loose. There was no reported patient involvement.